Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: rf (radio frequency) head functional uplink amplitude test found out of specification; rf head cable found out of electrical specification. Analysis also found the rf head label is delaminated. Product ID: 2090w programmer. (B)(4).